Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the retainer ring of the insulin pump was loosened. Blood glucose level of the customer was 148 mg/dl. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
P-cap or reservoir locks properly into place. Device received with cracked case (battery tube), pillowing keypad overlay and minor scratches on case. No damage on retainer ring noted.